Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization, one resolute onyx des was implanted in the lad. On the same day, the patient suffered from myocardial infarction of the target vessel (lad) and lost a small diagonal branch. The investigator assessed that the event was causally related to index device and not related to antiplatelet medication. The cec adjudicated the event as myocardial infarction (target vessel, lad). The patient recovered.